Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00211 on 14-aug-2025. Additional information (26-aug-2025): in addition to the service activities mentioned in the initial report, the customer service engineer (cse) ran quality control (qc), which recovered acceptably. Siemens further evaluated the event and concluded that the improper aspiration by the aspiration probe 1 potentially contributed to the elevated alpha-fetoprotein (afp) result. The investigation findings and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No product problem identified.

Manufacturer narrative:
An outside of united states (ous) customer contacted a siemens customer care center (ccc) and reported that an elevated alpha-fetoprotein (afp) result was obtained on a patient sample on an advia centaur xp analyzer. Quality control was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse, checked and found that the tubing was a little cracked and leaked at the connecting position to aspiration probe 1. The cse replaced the tubing. The cause of the event is unknown. Siemens is evaluating the event.

Event description:
The customer reported that an elevated alpha-fetoprotein (afp) result was obtained on a patient sample on an advia centaur xp analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate advia centaur xp analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely elevated afp result.